Event description:
Customer reported that the threshold suspend feature has been helpful because she experienced two low blood glucose events in the middle of the night; blood glucose value was between 45 and 50 mg/dl. Customer also reported that she experienced skin irritation at the sensor insertion site; it started off with redness and itching but recently has had blisters. Customer declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.see manufacturer report number 2032227-2014-51046 regarding the insulin pump.